Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006, the patient presented with pre-op diagnosis of degenerative disk disease l5-s1 and underwent following procedures : decompressive laminectomy and radical discectomy l5-s1. Posterior segmental instrumentation at l5-s1. Posterolateral arthrodesis of l5-s1. Anterior arthrodesis of l5-s1. Anterior instrumentation of l5-s1. Per op notes,"'.. A peek instrument containing morphogenic protein soaked sponge was inserted into the intervertebral space and allograft bone soaked in bmp with additional sponges was added immediately adjacent to the instrument . The pedicle screws used were screws ..." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.